Event description:
Two pt samples with discrepant sodium results. Pt 1. Initial result gave 127 mmol/l; repeated twice giving 133 and 134 mmol/l . Initial results not reported. The field service rep was unable to determine root cause.

Event description:
Two pt samples with discrepant sodium results. Pt 2, initial result gave 128 mmol/l; repeated twice giving 134 and 135 mmol/l. Initial results not reported. The field service rep was unable to determine root cause. Performance tests were performed.